Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-06395 and manufacturer report # 3005099803-2012-06396 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used post polypectomy during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the first clip (MFR # 3005099803-2012-06395) was locked onto the tissue and deployed, but it failed to separate from the delivery catheter. Reportedly, the device was withdrawn from the patient intact and removed from service. A second resolution clip device (MFR # 3005099803-2012-06396) was then used. However, after deployment, the clip assembly was difficult to separate from the delivery catheter. When the clip finally released, it detached from the tissue in a closed state and was left in the patient to pass naturally. At this time, the account decided to complete the procedure via an injection at the site. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the clip assembly, which was returned with the device, was fully deployed. The control wire separated per design. The reported event of clip failed to release from delivery catheter=r was not able to be confirmed as the clip assembly was fully deployed, and the control wire was separated per design. Review and analysis of all available information fails to indicate a root cause for this incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-06395 and manufacturer report # 3005099803-2012-06396 address these devices. It was reported to boston scientific corporation that two resolution clip devices were to be used post polypectomy during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the first clip (mr # 3005099803-2012-06395) was locked onto the tissue and deployed, but it failed to separate from the delivery catheter. Reportedly, the device was withdrawn from the patient intact and removed from service. A second resolution clip device (mr # 3005099803-2012-06396) was then used. However, after deployment, the clip assembly was difficult to separate from the delivery catheter. When the clip finally released, it detached from the tissue in a closed state and was left in the patient to pass naturally. At this time, the account decided to complete the procedure via an injection at the site. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.